Event description:
It was reported that a minicap was missing the sponge and iodine. The home patient stated that there was no damage to the over pouch or shipping container noted. There was no patient injury or medical intervention was reported. No additional information is available. This is report 4 of 10.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between 05/30/2014 and 06/06/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.